Event description:
It was reported that during the explant of the implantable cardioverter defibrillator (ICD) due to normal battery depletion, this right ventricular (rv) lead exhibited high out-of-range shock impedance, measuring above 125 ohms. Subsequently, an x-ray revealed a sharp bend in the rv lead, which was suspected to be the source of the high impedance measurements. Technical services (ts) recommended continued monitoring of the lead. No adverse patient effects were reported. This rv lead remains in service.